Event description:
It was reported that during an implant attempt once the device was connected it had no output. After disconnecting the device and attempting to reconnect the device, it still did not have any output. The set screw was tightened and then a problem with the wrench and set screw occurred. Once the set screw was tightened the device continued not to have any output. It was decided at that time to remove the device and replace it with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the grommet was loose/detached. The set screw was lodged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.